Event description:
Report received from (B)(6) stating that the device had a ruptured hose. It is known that the event did not occur during surgery; however, it is unknown if there was patient/user injury, surgical delay or medical intervention reported related to this occurrence. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose ruptured" was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).